Manufacturer narrative:
(B)(4). Report source - foreign: event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, one pod was unable to connect with the computer. The pod could not be registered or used. After less than 30 minutes of use, the other three pods did not light up and would no longer connect to the computer. There was a 1 hour delay in procedure as a result.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Investigation of the application logs revealed that one of the four pods had trouble connecting to the network, which resulted in the pod constantly losing connection and trying the re-join. The other three pods worked as intended until the user shut down the application the first time, which caused the pods to shut down. It is not possible to join a pod that has previously been shut down. Therefore, the three other pods behaved as expected. Investigation of the pod's internal components revealed that one of the two battery connectors was not soldered to the battery holder board, which caused intermittent connectivity to the battery. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The issue was caused by one of the two battery connectors that was not soldered to the battery holder board, which caused intermittent connectivity to the battery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.